Event description:
It was reported that three days after an implant procedure, the right ventricular (rv) lead and right atrial (ra) lead both experienced increase in thresholds. It was further reported that the patient experienced pericardial effusion and a perforation. A thoracentesis procedure was done. The rv and ra leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2014. (B)(4).